Event description:
The customer reported diagnostic code "alarm led failed" and its occurrence in the event log were confirmed in the service center. The device was in use; no patient or user harm reported. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.